Manufacturer narrative:
(B) (4). Final pump analysis revealed no anomaly found; normal device function.

Event description:
It was reported that the patient experienced erosion and fever. The patient diagnosis associated with the event was noted as s/p abdominal surgery. The pump and catheter were explanted. The patient outcome was noted as serious life threatening injury/illness- recovered without sequelae - "due to underlying issues/diagnosis". The pump was used to deliver lioresal.